Event description:
Baxter (B)(4) received a report that an infusor leaked at the connection between the tubing and the patient control module during patient use. The device was filled with a solution of morphine hydrochloride and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit showed no signs of physical abnormality. However, during functional testing, a leak was detected at the junction of the microbore-y connection. The root cause of this condition was determined to be insufficient bonding; specifically there was a lack of solvent. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.